Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with triple vessel disease (tvd) in left anterior descending artery (lad), left circumflex artery (lcx) and first diagonal artery(d1). Vascular access was obtained via the femoral artery. The 95% stenosed, 14mm in length, 2.5mm in diameter, concentric, de novo target lesion was located in the mildly tortuous lad, lcx and di. After a non-bsc guide wire crossed the lcx, a 2.5x32mm synergy¿ drug-eluting stent was deployed. Post lcx stenting, the physician decided to placed a stent in the lad and di. The non-bsc guidewire was advanced both in the lad and di. Then a 2.50x16 synergy¿ drug-eluting stent was deployed in distal lad at a high pressure of 14 atmosphere. However, a mild dissection was noted at the proximal site of the stent towards the d1 and pinching of d1 artery. A 3.0x12 mm synergy¿ drug-eluting stent was deployed to cover the dissection and to re-open the di artery and did a kissing balloon technique. Another 3.0x16 mm synergy¿ drug-eluting stent was deployed at the proximal site of the lad and the procedure was completed. No further patient complications were reported and the patient's status was stable. The patient was responding well to medications.